Event description:
The customer reported image noise occurred during installation of an olympus colonovideoscope. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E1 - initial reporter establishment name:(B)(6). E1 - address: (B)(6).